Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. The physician attempted to interrogate the ICD with two programmers. A telemetry test was unsuccessful. Replacement of the ICD was recommended. Two weeks later the patient presented to the emergency room due to severe shortness of breath. The ICD was not pacing and the patient had emergency device replacement. The physician noted the ICD was at premature eri. The patient was stable after the event.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.